Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester reported imprecision using one lot of strips, one meter. Initial result = 5.1 repeat result = 4.1 five minutes apart. Patient's range is 2.5 - 3.5.